Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4): the customer reported that the handpiece froze up and was getting hot. The device was returned for analysis. The overheating could not be confirmed because the handpiece was frozen. Several components, including the motor, housing, and bearings, were replaced due to corrosion.

Event description:
It was reported that during a procedure, a microdebrider hand piece was not working properly. It froze up and was getting hot. There was no patient impact.